Manufacturer narrative:
Corrected sections as of 09-jul-2021: correction on section b1 to remove product problem selection since product was returned and evaluated. Investigation yield no defect found, therefore the product problem category does not apply.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 105, 143, 128 and 111mg/dl. The customer¿s expected fasting blood glucose test result range is 70-99 mg/dl. At the time of the call the customer felt well and did not report any symptoms. The customer stated that he did go to the hospital on (B)(6) 2021 and was released on (B)(6) 2021. The customer stated that he went to the hospital because he got the result of 143 mg/dl and was feeling dizzy at the time. The customer stated that the hospital did not know what caused that but it was not diabetes. The customer declined to perform a back to back blood test during the call. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 04/19/2021 and open vial date is 02/2021. The meter memory was reviewed for previous test result history: (B)(6).